Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) became hard to squeeze. A revision surgery was performed, upon examination fluid leakage at an unspecified location was found. The device was explanted and replaced. The patient is expected to recover from teh revision surgery. No patient complications were reported.